Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the ventilator showed the technical event 232035 (pfilter sensor defect). A leak was detected on the back of the device. The device failed during preventive check.